Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device tore during use. A second device was used to complete case with no pt consequence.